Event description:
It was reported that there was a perforation. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed but there was a leak present. The physician recaptured the device and redeployed it in the patient. On the second deployment the was lost positioning and the wds perforated the superior wall of the laa. The physician brought the patient to have an open-heart surgery to repair the perforation. The patient did well following surgery and is expected to make a full recovery.